Event description:
A customer contacted beckman coulter inc. (Bec) and reported a leak at the modular chemistry sample crane on the unicel dxc 800 pro synchron clinical system. No error codes were generated. The leak was confined to the instrument surface and described as "small". The operator was wearing gloves and a lab coat. No injuries were sustained by any lab personnel. No erroneous results were generated.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and noted the modular chemistry (mc) obstruction detector was leaking. The fse identified and cleared a fibrin clot obstructing the probe. Failure mode of this event was a fibrin clot obstructing the mc probe. (B)(4).